Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the basal history showed no evidence of a call service 078 alarm. During testing, the pump functioned properly, and the allegation of a call service 078 alarm could not be duplicated. Unrelated to the original complaint, moisture corrosion was found under the display lens, and internally on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.